Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp of a clearlink secondary medication set was defective. The reporter stated that during priming of the set with chemotherapy, the roller clamp did not stop the flow of solution. There was no patient involvement. No additional information is available.